Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2007: the patient underwent surgery for implant of an unspecified bard//davol ventralex. As reported, the attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2007: the patient underwent surgery for implant of an unspecified bard//davol ventralex. As reported, the attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ addendum per additional information provided: on (B)(6) 2007 - patient was diagnosed with epigastric hernia thereby underwent open repair with the implant of ventralex mesh (device #1). Per operative notes, ¿hernia was identified. A small round ventralex mesh (device #1) was then placed through the defect and sutured.¿ on (B)(6) 2008 - patient was diagnosed with recurrent incisional hernia and abdominal pain thereby underwent laparoscopic repair. Per operative notes, ¿there was a bulge consistent with recurrent incisional hernia and some omental adhesions to the migrated and shrunken ventralex mesh (device #1) at the supraumbilical position. Once the adhesions were freed up, the defect was covered by a piece of synthetic mesh using sutures and an another piece of synthetic mesh was then secured in the left side using sutures.¿ on (B)(6) 2008 - patient was diagnosed with recurrent incisional hernia thereby underwent open repair with partial removal of ventralex mesh (device #1) and implant of composix e/x mesh (device #2). Per operative notes, ¿large piece of wadded ventralex mesh (device #1) in the center of the ventral hernia defect densely adherent to the colon and omentum were identified. Once the mesh (device #1) had been completely separated, it was trimmed and the part that was adherent was left in place. A large piece of composix e/x mesh (device #2) was then placed in the defect and sutured." Attorney alleges that the patient had adhesions, mesh migration, mesh shrinkage, pain, hernia recurrence and emotional injuries.

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 1 year 2 months post implant of ventralex mesh, patient was diagnosed with adhesion, hernia recurrence and abdominal pain thereby underwent repair with removal of mesh. Per op notes, "migrated and shrunken mesh at the supraumbilical position." The instructions-for-use supplied with the device lists adhesion, migration, pain and hernia recurrence as possible complications. Updated fields: a2, a4, b2, b3 (date of event), b4, b5, b7, d4, d.6b (date of explant), e1, e3, g1, g3, g4, g6, h2, h4, h6, h10 note, the manufacturing date (15-feb-2007) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.